Event description:
Site reported superdimension ilogic system image and accuracy issues. Case was completed and the pt was reported to have minor bleeding. The site physician reported there were no pt complications or intervention required.

Manufacturer narrative:
One component of the sys, case recordings, was returned for eval. The eval of the procedure recordings found the superdimension inreach sys appeared to be fine. The recordings surmised the accuracy issues may have been caused by the superdimension locatable guide; however, the locatable guide was not returned for eval and therefore the cause cannot be determined. The site has successfully performed additional cases since this event. Superdimension is filing this MDR as bleeding is known short term complication of the electromagnetic navigation bronchoscopy procedure.